Manufacturer narrative:
Device evaluation: visual and microscopic analysis of the returned device identified fold creases, broken shell with smooth, striated and crease sharp edge, stress marks, curved openings with striated edge, a punctured opening, around 0-25% of the shell is missing and a weight test of the explanted material was completed and it was found to be underweight. Based on the device analysis the final assessment is a curved striated opening assessed as surgical damage, a punctured assessed as surgical damage like, broken shell with striated edge assessed as surgical damage, broken shell with smooth edge assessed as smooth opening, broken shell with sharp edge in the same location of crease assessed as fold flaw opening, and missing shell that is assessed as inconclusive. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.